Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had an acute rise in ldh, which coincided with a decrease in his inr. The pt was started on a triple-therapy anticoagulation regimen and listen for transplant.